Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 15 infusion set leakage at site event on 22-jun-2024.infusion set has been used for 2 days. The blood glucose level was 360 mg/dl. Customer changed supplies as necessary and resumed insulin therapy. No further information available.